Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Upon interrogation, high out-of-range shock impedances were observed. There was also evidence of oversensed noise in one untreated episode. An x-ray was obtained to assess for electrode underinsertion, it was unremarkable. Defibrillation threshold (dft) testing was performed and returned normal impedance measurements. The device remains in service and the patient will be monitored.